Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that during the attempted implant of this right ventricular (rv) lead, the patient went asystolic and a pacing system analyzer was needed to continue pacing during the procedure. The rv lead helix became caught on the tricuspid valve and after considerable manipulation by implanting physician the lead came free with tissue on tines. After which effusion was noted around the heart. This lead was not attempted again and a new lead was successfully implanted. To date, there have been no additional adverse patient effects reported.

Event description:
--